Event description:
Student with severe viral encephalitis after a very severe bilateral viral conjunctivitis; patient had used moisture loc renu lens solution for a few months before the late march '06 onset of severe viral conjunctivitis that improved by 4-10-06 but merged into a flu-like syndrome with a stiff neck, back ache, and personality change that progressed; patient found in his apartment seizing on 4-27-06 with fever, unconscious state: IV acyclovir started immediately, and then switched to IV gancyclovir with intervening single dose of cidofovir- adenovirus pcr of csf later found to be negative. I called the basic outline of this information in to FDA.